Event description:
Patient reported obtaining an elevated blood glucose result (value not provided) on the suspect device. Patient indicated that, based on this value, she delivered 12 units of regular insulin (patient normally takes 10) and 15 units of nph insulin. Two hours later, patient was reportedly found unconscious, by a friend. Patient stated that her friend treated her with chocolate milk and phoned emergency medical services for assistance. Upon their arrival, an unspecified time later, paramedics attempted to treat patient with an intravenous glucose solution but were unable to locate a vein. Patient's blood glucose reportedly measured 24 mg/dl, 36 mg/dl, and 54 mg/dl on paramedics' device (time between tests was not provided). Patient reported that she "came around" and was given 2 sandwiches and more chocolate milk. No additional treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.